Event description:
Clinic notes were received for patient's generator replacement referral. Clinic notes date (B)(6) 2015 indicate that the patient has had an increase in seizure activity for the last few months. The patient's seizures are generalized convulsions and most occur while patient is sleeping. Daytime seizures are described as twitching episodes, which recur of and on for a few hours. Patient's normal mode vns output current and magnet output current were increased from 2.0 ma and 2.25 ma to 2.25 ma and 2.5 ma respectively. The physician noted that the vns may be beginning to fail and vns may need to be replaced. Clinic notes dated (B)(6) 2015 indicate that the patient's seizures are beginning to breakthrough with increasing frequency as the vns nears 10 years of service. Patient was referred for vns replacement due to patient's condition and the age of the device. Additional information was received that the patient seizures had increased above pre-vns baseline since (B)(6) 2015 (estimated based on last few months mentioned in (B)(6)). Patient was reported to be doing well and stable until the recent increase. There were no known precipitating factors and the patient's medication was not changed in a very long time. As a result, the patient's vns generator was replaced prophylactically based on the age of device. The relation between the patient's seizures and vns therapy could not be determined even though proper device function was confirmed by diagnostics by the medical professional. An implant card was received stating that the patient underwent generator replacement due to prophylactic reasons, near eos = no on (B)(6) 2015. The explanted generator was received on 09/08/2015. Analysis is pending but has not been completed to date.

Event description:
Analysis was completed for the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. During the product analysis there were no anomalies found with the pulse generator.